Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 700 mg/dl. The customer also stated that they had symptoms like nausea. The customer was treated with insulin pump. The customer also stated that they did not allege insulin pump was under delivering. Customer was performed displacement test and it was passed. The customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.